Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The occlusion balloon wire was inserted into the pt saphenous vein graft and the physician had difficulty aligning the guide catheter after several attempts to align the boston scientific 8f ima guide catheter the physician did not have enough support so the physician inserted a .014 luge wire asa extra support to help the guide. The physician inflated the occlusion balloon to remove the support wire. Positioned the stent at the tip of the guide, inflated the occlusion balloon to 4mm and vessel was not occluded, turned the knob to 5mm to occlude the vessel, looked good, attempted to deploy the stent and the occlusion balloon lost occlusion. The physician removed the device and replaced with another to complete the case.